Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a whipple procedure, the surgeon felt that he/she was unable to fire both reloads with the powered handle. The problem was solved by changing to a different reload of the same lot number, which was able to fire. No other adverse events were reported.